Manufacturer narrative:
The device was returned to the manufacturer for evaluation. According to the investigation details, the collet was severly damaged and the collet wedge was coated in black grease.

Event description:
It was reported that black grease was found on internal parts of the device at the manufacturer. There was no pt involvement and no allegations of adverse consequences associated with this event.